Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the radio frequency (rf) programmer head "quit working." Nothing more specific was offered. The head was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the radio frequency programmer head had quit working, it tested out of specification on its uplink tests, and the cable was twisted. The head's cable was replaced and the programmer head then passed all console and systems tests. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head "quit working." Nothing more specific was offered. The head was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.